Event description:
Umbilical cord clamp cutter (lot #5322) defective. Baby's primary nurse was using cord clamp to remove umbilical clamp, when a piece of the plastic part broke off and exposed the sharp blade of the cord cutter. This was a near miss and luckily the baby was not harmed but could have easily been injured. This has happened more than once when attempting to remove the cord clamp using this particular clamp cutter. Clamp cutter put in a bag.